Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, the pump was powered on to a dim display with reddish text. Unrelated to the original complaint, the battery compartment was cracked from the threads to the left of the grip pad, and from below the grip pad to the case seal.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.